Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis.

Event description:
It was reported that while using bd facs¿ spa iii (337170 upgraded) leakage of biohazard not contained within instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported by the customer wash tower overflowing. Leak checklist from wo 7/14/2022 1. Was leak contained with in instrument? No. 2. Was leak in customer accessible location? Yes. 3. What was fluid leaked? Sheath fluid. 4. What was source of leak? Wash tower. 5. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that while using bd facs¿ spa iii (337170 upgraded) leakage of biohazard not contained within instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported by the customer wash tower overflowing. Leak checklist from wo 7/14/2022. 1. Was leak contained with in instrument? No. 2. Was leak in customer accessible location? Yes. 3. What was fluid leaked? Sheath fluid. 4. What was source of leak? Wash tower. 5. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H.6 investigation summary: ER fse¿s report: found wash tower overflowing due to inline filter - lubricated inline filter o ring, re-installed filter assembly to prevent leak. Demonstrated disassembly and reassembly with customer. No further issues; sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2007. Defective part number: there were no defective parts work order notes: subject / reported: lead from rear of spa; problem description: fluid leak; cause: loose filter connection; work performed: cleaned and re-installed inline filter assembly; solution: cleaned and re-installed inline filter assembly. Returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes; no; hazard ID: 3.1.29 _; hazard: environmental biohazard; severity: 5; probability: 1; risk index: 5; implementation: bd facs sample prep user¿s guide__; risk control:_afap_____; mitigation(s) sufficient yes; no. Root cause: based on the investigation result and the fse¿s report the root cause was a loose inline filter assembly. Conclusion: no one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety. H3 other text : see h.10.